Event description:
The customer requested remote assistance to reset system time. During the time change assistance, welch allyn tech support noted that acuity system was rebooting. This resulted in a temporary inability to centrally monitor pts, however, bedside monitoring was not affected. There was no report of any pt harm as a result of the reported events.

Manufacturer narrative:
The device eval is not yet complete. A f/u report will be submitted when the eval is complete.